Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary : exec summary - samples were received and an investigation was performed. Bd was able to duplicate or confirm the indicated issue and based on trend analysis no further action is required at this time. Based on the samples received, bd was able to confirm the customer¿s indicated failure of a broken flange. Samples returned - investigation summary: customer returned two syringes with 0.5ml graduation marks. The pouch returned alongside these samples is labeled for 0.5ml, 31 gauge, 8mm syringes from lot 9280126. (B)(6) 2021 , (B)(4) received a photo complaint from material #328920 and lot #9280126. One of the two syringes has had one side of its barrel flange broken off. This side of the flange is rough and irregular. Stresses sufficient to cause this damage are unlikely during regular use. Patient has noted that the syringe was found in this condition prior to use. (B)(6) 2021, initial evaluation: examination of the photo indicates that one of the plunger flanges is not present. There appears to be no further damage to the plunger rod, barrel, needle assembly unit or cap. Manufacturing evaluation: a review of the syringe assembly line where the syringe in question was produced was completed. Process summary: the automatic syringe assembly machine, which feeds 0.5ml syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components into a syringe. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. Device history record; l2l and logbook evaluation: the device history (DHR) for batch 9280126 was reviewed. The syringes were assembled from 24nov2019 through 25nov2019. During the manufacturing process, the following inspections are completed on regular intervals: visual inspection every hour: missing components including plunger rod; visual inspection every hour: damage defective components including plunger rod- if a defect is found during an inspection a quality notification is initiated. No notifications were created for this defect. Root cause: maintenance dispatch (l2l) was reviewed, and l2l #81820 was created for plunger screw jams caused by angled plungers. The plungers are put into a bin where they individually transport down a screw rail prior to being assembled into a syringe. Air jets control the flow of the plungers entering the screw rail. When more the one plunger enters the screw rail, a jam may occur. The assembly machine is programmed stop until the jam has been cleared. Any affected product is removed and scrapped. Depending on the severity of the jam, the plunger flange could be weakened and potentially break when used. Correction: adjusted the air jets to prevent plunger jams. CAPA/sa - based on the investigation, no additional investigation and no CAPA/sa is required at this time. DHR review - a lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that 1 bd syringe 0.5ml 8mm 90 had a damaged flange. The following information was provided by the initial reporter : material no: 328290 batch no: 9280126. The consumer returned two devices with bent needles. One of the two returned also featured a broken flange on one side.